Manufacturer narrative:
Evaluation summary: the product sample or additional supporting materials from the account was not available for this incident. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. There were no assembly or component issues identified. Without the physical product, a definitive root cause could not be identified. Post market vigilance will continue to monitor this condition for future potential action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first attempt to fire the load to staple the stomach in a laparoscopic gastroplasty procedure the device did not fire with the first back reload. They changed the load thinking that the problem was the charge but the second charge also did not fire. Then, they switched the stapler by another lot. Another stapler was opened to resolve the issue in order to complete the case and the surgery occurred normally. There was no patient injury.